Event description:
It was reported that the patient had a miniarc precise implanted on (B)(6) 2015. After implantation a cystoscopy was performed and the physician found that the "sling was placed in the bladder on patients left side." The physician ¿removed [the sling] from the bladder" and then placed "without incident¿. No further patient complications were reported in relation to this event.